Event description:
It has been reported to philips that the system did not emit x-rays. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use and the procedure was completed as planned. The procedure was completed using the wired footswitch. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system doesn't emit x-rays as the generator was stuck. Review of the log file didn't confirm the reported issue. The rse checked the system and verified that the generator crashed due to activation and deactivation of the pedal within short period of time. The rse explained the customer that when the system detects the information, it locks the high voltage generator for a few seconds (8 seconds). After some time, once the pedal was pressed again, the system starts working normally. The rse concluded that there were no issues with the system, and it was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Additional investigation concluded that the complaint is not related to the prior occurrence which led to serious injury ((B)(4)), as the complaint has been reported on a wired footswitch. According to the investigation results, philips has concluded that this complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.